Event description:
It was reported on a product quality feedback form that the (1) al326 was used during an unknown procedure. It was reported that the jaw width of the clip applier is too small (they cannot fully enclose the vessel). It was reported that the applier does not easily release and there is an increased incidence in trauma/tearing to the vessel. It was reported that the clip tends to slip off the vessel/duct therefore increasing the risk of blood/bile leakage. The case completion and pt consequence were not reported.